Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the twiddler syndrome patient's right atrial and right ventricular leads were bunched up. The right ventricular lead was explanted and replaced on an unknown date. The right atrial lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout. No further information was provided.

Manufacturer narrative:
Concomitant medical products and therapy dates serial number of (B)(4) was incorrect. The correct serial information is (B)(4).

Event description:
New information received noted the right ventricular lead was also explanted and replaced on (B)(6) 2018.